Event description:
It was reported that during a laparoscopic bypass procedure, the blade of the device broke into pieces. Surgeon states that blade did not come into contact with metal staples or clips. The case was completed with another like device. There was no patient consequence.